Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with expressive aphasia and acute stroke. The patient underwent a computed tomography angiography (cta) which showed chronic stroke, no acute stroke was seen. No alarms were noted by the customer. The patient was not on anti-coagulants due to a recurrent gastrointestinal bleed (MFR# 2916596-2026-02121). Log files sent for review captured routine events. The ventricular assist device (vad) and peripheral equipment were functioning as intended. No pump stops were noted in the log. The patient was being monitored.